Event description:
It was reported that during a bowel procedure, the surgeon noticed that a staple was missing after firing the device. The missing staple was found attached to the staple guard. The gap was hand sewn with no consequence to the pt.